Event description:
It was reported that the patient presented to the emergency department due to left ventricular (lv) lead erosion through the skin and associated infection. The physician explanted the entire pacemaker system due to infection. The patient was in stable condition throughout the procedure.